Event description:
It was reported that pump battery appeared to deplete too quickly. No information was provided regarding impact to the customer¿s blood glucose level. Customer declined further follow-up with technical support, and technical support could not confirm reported battery depletion, so no additional actions or resolution were documented.